Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturing representative reported the patient had an MRI and the stimulator system was put into the MRI mode. The patient experienced heating at the lead site and pain around the stimulator site and going down their legs. The MRI was stopped and not completed as an intervention. It was unknown if the issue was resolved. No surgical intervention was taken or planned. Additional information on diagnostics, cause, and outcome has been requested. The patient indication for use is non-malignant pain.

Manufacturer narrative:
Correction to date of supplemental MDR 002.

Manufacturer narrative:
Product ID: 97792, serial# unknown, product type: accessory. Product ID: 97792, serial# unknown, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. See manufacturer¿s reports # 6000153-2015-00254 and 3004209178-2015-23211 for concomitant information. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed .

Event description:
Additional information received from the healthcare professional (hcp) via the manufacturer's representative confirmed that there was heating of the leads and implantable neurostimulator (ins) during an MRI (on (B)(6) 2015) which caused back irritation and recharging issues. It was noted that no record of the MRI having to be stopped could be found at the MRI facility. The issue was identified because the patient had unsatisfactory stimulation. The patient had low back pain and left leg pain which they initially had good coverage for. In the last several months they had stopped using the device but was still charging it. The charging issues were described as they had to push hard against a hard surface for the device to charge and that it would take 2-3 hours which increased their pain. The patient was lost on follow up until (B)(6) when their ins was reprogrammed due to issues with increased pain on the right. They had not been able to use the device consistently due to increased pain in their low back and now right leg. This had started about 6 months after the ins was placed. The patient had weakness and a change in right leg gait after using the stimulator. It was during an MRI for increased right leg pain that the patient reported that the leads and ins got "red hot" red hot sensation). The MRI had to be stopped after 20 minutes and had to be wheeled out and sit for some time before they could even drive. They were unable to walk and had to sit for about 10 minutes before they felt comfortable to walk and because of pain in the legs. Since then the patient had been having even more increased pain in their feet and right leg. The patient had an appointment with their doctor where the recommended "pulling the system out" and putting in a new one but was afraid of significant scarring of the leads due to burns during the MRI. An appointment was set up with the patient for reprogramming to cover the new pain area of the right leg. No interventions had taken place as of yet. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis was completed and found no evidence of an anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.